Event description:
Information was received that the cadd legacy pump over delivered medication while on the patient. 16cc to be infused but only 12cc is drawn out when patient checks cassette. No reported adverse effects.

Manufacturer narrative:
One infusion pump was returned for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event review of the event history log shos indications of one 20ml bolus test was performed prior to the pumps return to smiths. Delivery accuracy tests performed were unable to be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Additional information received: remodulin was the drug being infused.